Manufacturer narrative:
Date sent to the FDA: 3/16/2021. Additional h6 clinical code: e19. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced fistula, infection, adhesions following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) represents the adverse event which occurred on (B)(6) 2018. (B)(4) represents the adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported the patient underwent removal surgery on (B)(6) 2018. It was reported the patient underwent removal surgery on (B)(6) 2018. It was reported the patient experienced pain, nausea, diarrhea, and inflammation. No additional information was provided.